Manufacturer narrative:
Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. Conclusion: bd life sciences - preanalytical systems had not received any sample and/or photos from the customer facility for evaluation; therefore, the investigation was limited. Manufacturing records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. (B)(4).

Event description:
It was reported while using a bd vacutainer® bd hemogard¿ - westergren sedimentation rate determination (buffered citrate), blood leaked from a crack in the tube. No report of serious injury or medical intervention.